Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the machine is unable to recognize ten tubes. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one(1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for molded part is cloudy was observed. Color variation in the cap was not observed in the photograph. Additionally, one hundred(100) retention samples from bd inventory were evaluated by visual examination and the issue of molded part is cloudy was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molded part is cloudy based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the machine is unable to recognize ten tubes. No patient impact was reported.